Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. However, based on the complainant's description of the event, the likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this type of event have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur. This report represents the combined initial and final.

Event description:
Procedure performed: gastric sleeve, non-robotic. Event description: the cannula fractured in half during use of instrumentation. No other details are known. Type of intervention: na. Patient status: no patient injury.